Event description:
Customer was getting erratic blood glucose readings between 320 - 400's (mg/dl). Customer went to the hosp and received a blood glucose reading of 40mg/dl. Customer was given an IV. A request for the return of suspect device was made. Replacement product was sent.